Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's right atrial lead dislodged after ventricular fibrillation arrest episodes and external defibrillation. The lead was explanted and replaced. The patient was stable and asymptomatic.